Manufacturer narrative:
(B)(4). While there was no confirmation of peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced abdominal pain, fever, and cloudy effluent which was suspected to be peritonitis, coincident with peritoneal dialysis therapy. The cause of the event was not reported. The patient was not hospitalized for the event. Treatment details were not reported. Action taken with dianeal therapy was unknown. The outcome and patient recovery status of the event were not reported. No additional information is available.